Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 45 mm diameter abdominal aortic aneurysm approximately three weeks ago. The aortic neck was 18 mm in diameter and 15 mm in length. There was some thrombus in the aortic neck. It was reported that the bifurcated stent graft was implanted just below the renal arteries and the final dsa, an unknown endoleak was observed. The physician was able to determine the leak type and performed touch-up on the proximal edge and the distal edge of the stent graft; however, the endoleak did not resolve. The patient will be monitored by the physician. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); unapproved use of device (stent graft was implanted in a patient with aortic neck that is less than 19 mm in diameter). Conclusions: operational context contributed to event (stent graft was implanted in a patient with aortic neck that is less than 19 mm in diameter).